Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the output energy on the power supply could not be verified. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Internal file number - (B)(4).